Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high thresholds and decreased r-wave measurements two days post implant. An x-ray revealed the lead had dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.